Manufacturer narrative:
(B)(4). Batch # t5cw9u. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. Furthermore, the device was found to have the clamping mechanism damaged. The device was disassembled, and the clamp arm release and release button were noted worn and damaged in the area where both interact. No functional test was performed due the condition of the device. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the stapler wouldn't staple all the way through. It is unknown how the case was completed. No patient consequences were reported.